Event description:
The charging cable was received for product analysis on 09/29/2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Inadvertently did not include that handheld and flashcard were received for product analysis on the follow-up report #3.

Event description:
The handheld and flashcard were received for product analysis on 11/04/2015. Product analysis is still underway and has not yet been completed.

Event description:
It was reported that the physician's hhd is not charging; that they have to hold the charger in position to get it to charge. The charging cable was replaced and it resolved the issue. The charging cable has not been received for product analysis to date.

Manufacturer narrative:
Describe event or problem: corrected data: inadvertently did not include this information on the follow-up report #2.

Event description:
On 10/14/2015 it was reported that the handheld is not charging. A new power cord was received and that worked for a while but they would like the handheld replaced.

Event description:
Product analysis was completed on the flashcard on (B)(6) 2015. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis was also completed on the handheld on (B)(6) 2015. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with an open fuse (f500) in the handheld. Once the fuse was replaced, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
Product analysis was completed on the ac adapter on (B)(4) 2015 and no anomalies associated with the ac adapter performance were noted during testing. The ac adapter performed according to functional specifications.